Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) had deposits and had to be removed. Additional information has been requested.